Manufacturer narrative:
Conclusion: according to the user report the device was explanted due to a migration of the device from its intended position. Further it was reported that the active electrode array migrated out of cochlea. In addition, damage to the electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents of the user realized that the user's hearing performance was poor on the left side and they conducted mapping on (B)(6) 2020. The implant seemed unsymmetrical compared with the other side. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the user realized that the user's hearing performance was poor on the left side and they conducted mapping on (B)(6) 2020. The implant seemed unsymmetrical compared with the other side. Re-implantation was done on (B)(6) 2020. The device was found to be dislocated at the time of explantation with part of electrode outside of the cochlea.